Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('gen. Abnormal. Bleed'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in a 22-year-old female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section. Concurrent conditions included enterocolitis infectious, bladder infection, lung disease, asthma, bipolar disorder, depression, red throat, chest pain, fever, back pain, vomiting, chills, pyelonephritis and urine analysis abnormal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2011, duloxetine hydrochloride (cymbalta) since (B)(6) 2011, oxcarbazepine (trileptal) since (B)(6) 2011, quetiapine fumarate (seroquel) since january 2011 and trazodone since (B)(6) 2011 for bipolar disorder, paranoia and schizophrenia, propranolol from 2014 to 2016 for migraine as well as hydroxyzine since (B)(6) 2019, ibuprofen since (B)(6) 2017 and norethisterone (mini-pill) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and flank pain ("pain left flank pain"). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches") and pain ("aches") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, nausea, vaginal infection, fatigue, headache, weight decreased, weight increased, urinary tract infection, anxiety, flank pain and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, nausea, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain female, abdominal pain, back pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date-(B)(6) 2013 and (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: fallopian tubes with complete bilateral tubal occlusions at this time.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urination tract infection, left flank pain, anxiety, aches, pelvic pain, fatigue, abdominal pain, nausea. Lot number: a63347, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in a (B)(6)-year-old female patient who had essure (batch no. A63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section. Concurrent conditions included enterocolitis infectious, bladder infection, lung disease, asthma, bipolar disorder, depression, red throat, chest pain, fever, back pain, vomiting, chills, pyelonephritis and urine analysis abnormal. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2011, duloxetine hydrochloride (cymbalta) since (B)(6) 2011, oxcarbazepine (trileptal) since (B)(6) 2011, quetiapine fumarate (seroquel) since (B)(6) 2011 and trazodone since (B)(6) 2011 for bipolar disorder, paranoia and schizophrenia, propranolol from 2014 to 2016 for migraine as well as hydroxyzine since (B)(6) 2019, ibuprofen since (B)(6) 2017 and norethisterone (mini-pill) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and flank pain ("pain left flank pain"). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches") and pain ("aches") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, nausea, vaginal infection, fatigue, headache, weight decreased, weight increased, urinary tract infection, anxiety, flank pain and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, nausea, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain female, abdominal pain, back pain, menorrhagia and genital bleeding. Discrepancy noted in essure insertion date - (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: fallopian tubes with complete bilateral tubal occlusions at this time.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: urination tract infection, left flank pain, anxiety, aches, pelvic pain, fatigue, abdominal pain, nausea. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- urinary tract infection, anxiety, pain left flank pain, aches and event added from medical record-pelvic inflammatory disease. Reporter information, medical history, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.